Event description:
It was reported patient's ipg incision was torn due to trauma leading to an infection. Surgical intervention was undertaken wherein the ipg was explanted. The patient was prescribed antibiotics to address the infection. Infection has been resolved.

Manufacturer narrative:
Date of event is estimated. A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.